Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed an "internal comm failure - 1175" message. Complainant indicated that there was no patient involvement in the reported malfunction.